Event description:
A customer reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided guidance for a pump reset, but the error persisted. Consequently, a replacement pump was arranged, and the customer was instructed to use mdi as a backup therapy. Technical support confirmed the customer's address for shipping and provided instructions for returning the defective pump using a prepaid label. The customer was informed about how to put the pump into storage mode and acknowledged the return process.